Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that the electrocardiogram (ECG) measurement was incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who indicated that they tested the device with a simulator and was unable to reproduce the error. The customer advised that the error has not occurred again, so the case could be closed. It is unknown what caused the issue. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on the intellivue mx40 802.11a/b/g indicating that the electrocardiogram (ECG) measurement was incorrect. The device was in use on a patient at the time of the event. There was no adverse event reported.